Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube shaft was completely separated 44cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 20mm x 3.50mm nc quantum apex¿ balloon catheter was advance into the guide catheter. As the physician push the balloon through the guide, the shaft of the balloon fractured. The procedure was completed with another balloon. No patient complications were reported and the patient's status was stable.